Event description:
It was reported during an open reduction internal fixation (orif) hip replacement, the back of the helical blade inserter broke when it was being hammered by the surgeon in order to insert the helical blade into the patient. It was reported the event did not result in a delay of the procedure and there was no adverse event to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition. The indicator spins freely on the returned device. There are some small dings and large gouges on the gold handle which expose the base metal. The ears of the alignment indicator have several dents. The pin is missing and the set screw is damaged inside the indicator. The alignment indicator is stuck on the handle and could not be removed during this evaluation. Several dark grey wear marks exist on the distal tip of the device as well. The returned device was manufacture in july 2009, is over 2 years old and shows signs of being struck with a mallet several times in several areas. The complaint condition for the returned device is caused when the hammer inadvertently misses the head of the coupling screw, and hits the ears of the indicator. The complaint condition was caused by inadvertent hammer blows to the alignment indicator and has been evaluated on previous complaints and determined to be invalid.